Event description:
It was reported that during an unknown procedure, the device would not pass the prerun test. No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the device not completing pre-run testing. When a blade is damaged, it may not complete the pre-run testing, will display an error code and will keep reverting back to standby mode. Blade damage may occur from external contact with metal or plastic during pre-op or general use. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.